Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked due to missing a hub (clearlink component missing a piece). This was noticed when priming the line. The event was further described as "the fluid ended up squirting out of that hole since there was a piece missing from it". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device and photographs of the sample were received for evaluation. Visual inspection of the photographs identified a missing component of the clearlink y-site. Visual inspection of the actual sample identified a missing gland in the clearlink y-site component. The reported condition was verified. The cause of the missing gland was due to an incorrect assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.